Manufacturer narrative:
Ous MDR - after it was received, the pacemaker underwent an electrical examination. It was noted that there was no pacing by the pacemaker. An interrogation of the pacemaker worked normally. However, a high-current error message was displayed. The other functions of the pacemaker were checked. Both the sensing and the communication and the measurement of the battery data functioned properly. The memory content of the pacemaker was read. It could be seen in the memory content that the pacemaker had an increased power consumption. Next, the pacemaker was analyzed destructively. During the analysis of the electronic module, a damaged integrated circuit was identified that had contributed to the increased current uptake. This integrated circuit also controls the pacing signal and is responsible for the initialization of the pacemaker. For that reason, both functions were impaired. The quality and product documents of the pacemaker were analyzed. No deviations from the specifications could be detected within production. The current uptake during final testing at biotronik had met expectations. In summary, it can be noted that a damaged circuit had led to this clinical complaint. Worldwide, this is an isolated case.

Event description:
Ous MDR - it was reported that the pacemaker "got stuck" in the initialization phase and could not be programmed. Both chambers remained without effective pacing. A manual measurement of the p/r amplitude was possible. The pacemaker was explanted after 2 days. No deterioration of the patient's state of health was reported.